Manufacturer narrative:
G4: 07jan2020 .b4: (B)(6) 2020. The customer's bio medical engineer (biomed) confirmed the existence of blower temperature high error in the significant event log. The customer's biomed replaced the power management (pm) board and the issue was corrected. The ventilator is working well and put back into service. The determination could be made that the device failed to meet specifications. Though the unit was being used on a patient at the time the reported issue occurred, there was no patient harm. There is a relationship of the device to the reported problem. Part was not returned to failure investigation (fi). The root cause cannot be determined until the device is returned and investigated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01/03/2020.

Event description:
The customer reported that the high blower temperature error code occurred. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm. The caller reported that they were unable to duplicate the reported event, the filters were all clean, and that the blower was running fine for a few hours. The caller also advised that the error code was found in the significant event log.